Event description:
During an attempt to reconnect a lead to the pacemaker after lead re-positioning, impossibility to connect the lead (pacemaker with a lot of clumps and biological residues), which made it necessary to change the pacemaker early and unexpectedly. Explantation of the device and replacement with a new right ventricular pacing lead (non-microport crm lead) with also new device in front of a connector infiltrated with blood fluid.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Lead brand and model were unknown for now.

Event description:
During an attempt to reconnect a lead to the pacemaker, impossibility to connect the lead (pacemaker with a lot of clumps and biological residues), which made it necessary to change the pacemaker early and unexpectedly. Implantation date:(B)(6)2022 explantation date: (B)(6)2022 explantation of the device and replacement with a new right ventricular pacing lead with also new device in front of a connector infiltrated with blood fluid